Event description:
Spontaneous call from pt - pt states both of his ms3 pumps sn (B)(4) periodically beep and vibrate loudly while running then shut off. He just takes the battery out and gives it a few seconds then puts the battery back in, and it starts working normally. No harm to pt. No miss doses. Pt denies that it is the low cartridge alarm, he states that sounds different. The reported product fault occurred while in use with a pt sometimes. The product issue did not cause or contribute to pt or clinical injury. The pt has a backup device and they were able to switch. We replaced the device. Dates of use: from unk to ongoing. Diagnosis or reason for use: i27.0.